Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Device prompts child patient with adult pad-pak inserted.

Event description:
There was no patient involved. Device prompts child patient with adult pad-pak inserted

Manufacturer narrative:
Device not be returned. Device reported to heartsine in error. Device not to be returned.